Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lots (h10g22122, h10g22122) and no issues were found related to the reported condition during the manufacture of those lots. Based on the information obtained during baxter's investigation, the cause of this incident could not be determined.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a consumer from the USA of peritonitis in a (B)(6) male patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose, frequency and lot number not reported), intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported. On an unreported date in (B)(6) 2010, the patient experienced peritonitis. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized. Treatment and duration of hospitalization was not reported. Action taken with dianeal therapy and the outcome of the event of peritonitis was not reported. An opinion of causality was not reported for the event of peritonitis. The reporter declined to provide further information. This is report 1 of 2 involved in this peritonitis event.